Event description:
It was reported that asymptomatic patient presented via merlin at home transmission for non sustained lead noise due to post-paced t-wave oversensing. The device was reprogrammed with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.